Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-05860 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2011. According to the complainant, the patient experienced an injury, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.